Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in belgium underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Approximately on 31 may 2024 the patient was treated with unspecified oral antibiotic and a topical corticoid cream for a "bud" at the stoma site.